Manufacturer narrative:
Added to h6. CT images were received and reviewed and it was determined even though customer suspected thrombosis there was no evidence of thrombosis confirmed in the imaging provided. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as is it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The cause of the event cannot be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that leaflet thickening and suboptimal opening of leaflets was observed on a 21mm aortic pericardial valve after an implant duration of approximately 6 months. Indication for surgery was aortic and mitral valve regurgitation. Per the CT scan received, it appeared that there was appropriate motion of the right prostatic leaflets although this appeared slightly thickened. With respect to the left prosthetic leaflet, there was suboptimal opening on end systole. The non coronary prosthetic leaflet appeared static between systole and diastole. At the time of the implant there was no any issue observed on the valve leaflets. Reportedly, the patient was medically treated with xarelto but no re-intervention was planned. The patient was noted as to be well and in stable condition after medical treatment. Patient's medical history/comorbidities included: mitral valve repair with a physio annuloplasty ring model 4450m28 (sn (B)(4)) with good result was performed concomitantly; history of previous breast cancer with thyroid and parathyroid problems; and neck goiter.